Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt d) experienced pocket hematoma after device upgrade. A pocket evacuation was performed. This device remains in service. No additional adverse patient effects were reported.